Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving no delivery alarms on and off for the last month. Customer normally does a set change on his own. Customer is receiving an alarm mostly when he boluses but sometimes it happens when he is just sitting there and giving him basal rates. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Customer stated that the pump alarmed no delivery. Customer reported that the insulin did not exit with the plunger push and there is greater than normal resistance with the plunger push. Customer was advised to replace the infusion set and reservoir. Customer will receive replacement reservoirs and sets. Customer stated that he has been on the pump for 13 years and knows that there are no kinks in the line. Customer declined troubleshooting for past no delivery alarms.